Event description:
It was reported that post implant, before leaving the clinic, the patient's right ventricular (rv) lead was failing to capture. A chest x-ray was performed which showed the rv lead had dislodged. The patient was asymptomatic. During the revision procedure, the physician noted the rv lead was fractured. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.